Event description:
It was reported in the article, a patient had a 3.25x23 mm xience alpine implanted in the right coronary artery. Ten months post-percutaneous coronary intervention the patient experienced chest pain during exertion. Urgent coronary angiogram revealed severe angiographic stenosis of the residual intermediate stenotic lesion with thin-cap fibroatheroma and thrombosis. Details are listed in the article, titled impact of morphofunctional assessment with quantitative flow ratio and optical coherence tomography in patients with acute coronary syndromes.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event estimated as 7/31/2024. D4 - the UDI number is not known as the part and lot number were not provided. D6a - date of implant estimated as (B)(6) 2024.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported patient effects of angina, thrombosis and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of an IFU deviation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.